Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5144556 on 08sep23. The report was found to be written against 60-6085-202a, vcare 200a - large, that was being used during an unknown procedure on (B)(6) 2023. The report stated, "v-care tip of device came off dislodging the cup. Entire device removed from patient. No injury or retained items". There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a medwatch report mw5144556 on 08sep23. The report was found to be written against 60-6085-202a, vcare 200a - large, that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿v-care tip of device came off dislodging the cup. Entire device removed from patient. No injury or retained items.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.